Event description:
Per description of incident as given to this reporter: instrument did not coagulate the full length of the jaws. Changed instrument. The second instrument did not coagulate the full length of the jaws. Both instruments were removed from the field. Sales rep states the generator was not the problem. Rep wanted to exchange for different lot numbers. These are disposable instruments.